Event description:
The customer's father reported via phone call that the insulin pump experienced keypad issues. The customer stated the act button was not responding. The customer's blood glucose was 265 mg/dl. While troubleshooting, the customer explained that the insulin pump had been inside his wet pants, he then received the button error alarm and then he was able to clear the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent button response due to corroded keypad traces. No moisture damage on the electronic assembly was noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.